Manufacturer narrative:
Manufacturing site evaluation: the product in question was not returned to the manufacturer as it is still implanted.

Event description:
It was reported that a control reservoir set with distal. Catheter (#fv049t) was implanted during a procedure performed on (B)(6) 2024. According to the complainant, the system caused a malfunction. The patient underwent another surgery, but the system was not removed because the catheter had grown into the tissue. However, a new system was additionally implanted. No patient complications were reported as a result of the surgery procedure. The complained product was not sent to the manufacturer because it is still implanted. Same event as # 3004721439-2025-00206.